Event description:
It was reported that the system would intermittently not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the generator interface board were during the service call. The system was tested and found to be working as intended and put back into service.